Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running in reverse when in the forward position was duplicated. Based on the investigation details, the likely cause was due to the cross magnetization of the toggle lever magnet to the e-box lid, which allowed the digital hall sensor to trip. The toggle lever and e-box were replaced along with other components, and the device was returned to the customer.

Event description:
It was reported that the handpiece ran in reverse when in the forward position. The procedure was completed with the same device. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.